Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas 6000 c501 module that did not match the clinical picture. On (B)(6) 2025, the lipase result was 80 u/l. On (B)(6) 2025, a new sample was taken from the patient, and the lipase result was 272 u/l. After recentrifugation at high speed, the result was 268 u/l. On (B)(6) 2025, a new sample was taken from the patient and tested with a new reagent. The result was 88 u/l.

Manufacturer narrative:
The field service engineer performed adjustments and ran hardware checks. The investigation determined that the service actions resolved the issue.